Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that a thrombus occurred post procedure. On (B)(6) 2017, a watchman ® laa closure device and delivery system was successfully implanted during a laa closure procedure. At the patient's one year follow-up a transesophageal echocardiogram (tee) was performed and a possible clot was present on the face of the closure device. However, the physician noted it's also possible to be exuberant endothelialization. A repeat tee while on oral anticoagulant (oac) will be performed in (B)(6) 2018. The patient was noted to be fine.

Manufacturer narrative:
Patient identifier, date of birth: updated. Upn - search update from unknown to m635wu27060. Device lot number updated from unknown to 18749805. Device expiration date updated from unknown to 12/31/2018. Device manufactured date updated from unknown to 01/06/2016. (B)(4).

Event description:
It was reported that a thrombus occurred post procedure. On (B)(6) 2017, a watchman ® laa closure device and delivery system was successfully implanted during a laa closure procedure. At the patient's one year follow-up a transesophageal echocardiogram (tee) was performed and a possible clot was present on the face of the closure device. However, the physician noted it's also possible to be exuberant endothelialization. A repeat tee while on oral anticoagulant (oac) will be performed in (B)(6) 2018. The patient was noted to be fine.